Event description:
The balloon developed a pin-hole leak during a left iliac angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complication. This device was returned, evaluated and retained by this MFR. The engineering eval revealed a pin-hole located over the proximal radiopaque marker. The balloon surface was slightly indented in the profile located proximal the distal tip and there were chatter marks in the same area. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co follow up indicated this balloon catheter was used in a calcified lesion and may also have been used in conjunction with a stent. This device displayed characteristics consistant with contact with a sharp external source, the balloon surface was indented and displayed chatter marks, therefore co does not attribute this event to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".